Manufacturer narrative:
Reporter is a synthes employee. Part: 03.110.005; lot: l774066; manufacturing site: (B)(4); release to warehouse date: (B)(6) 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: visual (appearance not as expected). Visual inspection observed that the thread pin component which holds the internal quick coupling component in the handle component is missing. Due to the missing thread pin, the device separated into 2 pieces (plastic handle and internal metal coupling). The device will not function due to the missing component and the thread pin was not returned. Additionally, minor surface wear was observed. Based on the visual inspection, the received condition of the device (received in two pieces due to missing the thread pin) agrees with the complaint description. Device history record (DHR) review: the returned device was manufactured in march 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Document/specification review: relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top level drawing. Thread pin. The 03.110.005 handle for torque limiting attachment is a reusable instrument routinely used in the 2.4mm variable angle lcp distal radius system. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: dimensional analysis was not able to be performed because the thread pin was not returned. While no definitive root cause could be determined, it is possible that misplacing the threaded pin component during sterile processing has led to the complaint condition. The complaint condition is confirmed, however no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, during routine inspection, the handle for torque limiting attachment was found broken. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).